Event description:
Info from medical records received for review: (B)(6) 2006--repair of ventral incisional hernia with bard composix kugel mesh. Blake drain was placed into wound exiting inferior to incision., wound closed. In (B)(6) 2008-- I & d of abdominal wall abscess. On (B)(6) 2008--I & d of abdominal wall abscess. Chose not to remove mesh at this time given infected nature of wound and likelihood of spreading abscess further. Broad-spectrum antibiotics, wound packed open with gauze. On (B)(6) 2008--exploration of abdominal wound with excision of mesh and partial enterotomy for jejunal fistula, placement of central venous line. The mesh was noted to be "somewhat wrinkled and distorted and is stained by bile-stained material consistent with gi fistula." No evidence of residual cellulitis or abscess. Multiple adhesions throughout abdomen. Fistulous portion of bowel removed, anastamosis performed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. According to medical records presented for review, the pt has had recurrent problems with abdominal wall abscess and intra-abdominal wall abscesses, treated with antibiotics effectively. The info provided indicates that the pt developed and was treated for an infection/abscess more than two years after the implant of the bard composix kugel mesh indicating the mesh did not cause the infection/abscess. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, other than the infection/abscess, there is no indication in the provided medical records of any adverse event or issue with the bard composix kugel mesh.